Event description:
It was reported that the patient presented in the hospital on (B)(6) 2017 after experiencing unrelated syncopal episode. Upon device interrogation, episodes of inappropriate auto mode switching due to atrial lead noise were observed. The noise was reproducible with left arm movement. All atrial lead measurements were normal. The patient was asymptomatic as a result of the oversensing and mode switching. The patient was stable throughout the interrogation and will continue to be monitored.